Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was found to have dislodged at follow up approximately one month post-implant. A revision procedure was performed wherein the lead was successfully repositioned with good measurements. No adverse patient effects were reported. This system remains in service.